Event description:
It was reported that the patient presented for an in clinic follow up. Upon review, it was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds. On (B)(6) 2024 the lead was capped and replaced. There were no patient consequences.